Manufacturer narrative:
The affected power supply was made available for investigation. It was found that the dc-modul´s battery charger was faulty, an overheated diode was shorted and caused the fuses to blow. It was not possible to determine the exact root cause of the diode malfunction. The described smell was caused by the blown fuses. The evita power supply is designed and approved in accordance to ul94 and medical standard iec60601. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and will post an independent acoustical alarm for at least two minutes. The independent power fail alarm gets tested during repair-procedure. The replacement of the power supply has fixed the problem, no further problems were reported. The manufacturer comes to the conclusion that the device reacted as specified on a malfunction of an electronic component, interrupted mains power by blown fuses, opened the airway system and generated acoustical alarm.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that a patient was being transported from ICU to CT. After arriving in CT, the respiratory therapist connected the ventilator ac plug to ac power, a loud pop was heard and a burnt odor was sensed. The ventilator shut down completely without audibly alarming. No patient injury was reported.